Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
The manufacturer service technician reported that a broken bur was stuck in the device, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.